Manufacturer narrative:
(B)(4). Report source - foreign: france. The results of the investigation are as follows: review of the most recent repair record identified the following related repair: found that the motor speed was unstable, the unit was out of calibration, and the control bar was bent. The motor, control bar, shaft bearings, sleeve bearings and thickness control shaft were replaced. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the product was fell and became broke. Timing was unknown. There was no consequences or impact to the patient reported. During the investigation, it was discovered that the motor speed was high and unstable. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.